Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 stating that the ok keypad button required multiple presses to elicit a response. The patient noted that the keypad rubber was loose and peeling by the ok button, and indicated that the tactile changes had occurred first. The patient reportedly wore the pump attached to a belt and cleaned the pump with a dry toothbrush. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue.